Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. As received, a complete lead was returned in two pieces. Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil located distal to the suture sleeve impression. External insulation abrasion exposing the outer coil was noted at 16.9 cm to 17.2 cm from the distal tip. The outer insulation was also noted to be damaged at 23.3 cm, 32.6 cm, and 33.2 cm from the distal tip. The cause of the external insulation abrasion is consistent with friction to another device or feature of the health. Electrical testing did not find any indication of conductor fractures or internal shorts.